Event description:
It was reported that one probe would not fire and on the other probe the sheath would not clamp on.

Manufacturer narrative:
Based on new info received on (B)(4) 2011, it was determined that the event was reportable, the probe unit's heat shrink was compromised. There are two probe units implicated with same product number and (B)(4) and (B)(4). Add'l info will be provided once the investigation has been completed.